Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) functional and the electrical test meeting device specifications. The cause of the increased intra-peritoneal volume (iipv) identified in the device logs was determined to be: insufficient drain - one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A review of the previous service record revealed the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 3000ml and the total drain volume was 5010ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.